Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager nc may have aided the investigation in determined a cause for the experienced rupture. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during a mid left anterior descending artery interventional procedure in a mildly calcified lesion, the voyager nc balloon ruptured at 6 atmospheres (atm) on the first inflation. Another voyager nc balloon catheter was used to successfully complete the procedure. There was no adverse patient sequelae reported. No additional information was provided.